Event description:
The customer was riding her scooter through the check-out area of a store. She stated that the unit took off and she was unable to stop it. She ran into a barrier and got wedged between some bars and sustained severe bruises. The chauffer dealer replaced the the engager which caused the malfunction.